Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000481, serial/lot #: unknown. A medtronic representative went to the site to test and service the equipment. The mobile view station (mvs) uninterruptible power supply (ups) battery cartridge was replaced. The resulting tests proved the mvs stayed powered on for greater than 4 minutes once ac power was removed. The reported issue was resolved. The system passed the system checkout and was found to be performing as intended. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the mobile view station (mvs) would shut down almost immediately once ac voltage was removed. There was no patient involved.